Event description:
It was reported that the device was explanted after an implant duration of approximately 118.73 months. On 09/01/2010 (through follow-up with the health-care provider), the operative report was received. Per the op report of (B)(6)2010, "this is a (B)(6) female who had an aortic valve replacement done 10 years ago now with severe prosthetic valve endocarditis and severe prosthetic valve aortic stenosis, now for surgery."

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.